Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp stated the pump was placed in 2015 and was refilled by a different healthcare provider previously. The hcp will be filling the patient's pump for the first time on monday (B)(6) 2019. Regarding the reported pocket issue/issues with refills and getting telemetry, the hcp did not have any information. The hcp stated if a revision was done (B)(6) 2019, they did not have any notes. It was unknown if the reported issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of saline at 0.48 mg/day via an implantable pump for non-malignant pain. It was reported there was a pump pocket issue. There was concern that the pump was too deep. It was initially reported the issue began about one year earlier, relative to (B)(6) 2019. The rep later reported that the patient told them the issue began about six months earlier. There had been issues with refills and getting telemetry with the pump. It was reported that a pocket revision was being done on the day of the report ((B)(6) 2019). It was indicated that there had been times when the hcp had to use fluoro (fluoroscopy) to complete the refill. No symptoms were reported. Additional information was then received from the rep. It was later confirmed that a pump replacement and catheter revision did not occur. The hcp did not make any programming changes. The hcp just "moved the pump more medial in the pocket." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. A pocket revision had occurred on (B)(6) 2019 and the pump was moved more medial in the old pocket. It was further clarified that there were no additional actions/interventions planned.